Manufacturer narrative:
Medwatch with identifier (B)(4) is aviva system 1, medwatch with identifier (B)(4) is aviva system 2.

Event description:
Caller reported blood glucose results of 394 mg/dl on aviva system 1, 174/dl on aviva system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the strips.